Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that the cuff of the patient's tracheostomy tube was deflating. A non-routine replacement of the tube was required.